Event description:
It was reported that during set-up for a cori-assisted tka, the real intelligence cori could not start-up. Surgery was performed after a delay greater than 30 min, with a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event the device damage did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to applicable regulations. B5 has been corrected.

Event description:
It was reported that during the setup for a cori-assisted tka, the real intelligence cori device failed to start. The patient had already been admitted and was on standby for surgery, but had not yet been placed under anesthesia. The procedure was subsequently completed using a smith and nephew backup device. No delays or other complications were reported.